Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the device was not returned at the manufacturing site; it remains implanted therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was repositioned due to a refractive surprise in the patient's left eye. Through follow-up, it was learned that the patient experienced blurred vision and there was a loss of 2 or more lines best spectacle-corrected visual acuity (bscva). The original planned axis of the lens appeared to have been incorrect, therefore, the lens was repositioned. The patient is doing well and the lens is in the new location. The patient is still unhappy with his current uncorrected vision. The lens remains implanted at this time. No other information was provided.